Event description:
Boston scientific received information that noise was noted on the shock channel of this device. No noise was seen on any other channel and was therefore not oversensed. However, upon investigation, it was determined that the setscrews in the header were not fully tightened on the two shock lead terminal pins, resulting in a loose connection and the observed noise. During the revision, the device was electively upgraded and explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed normal device function, therefore loose connection and noise likely due to user issue not confirmed by laboratory analysis.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.